Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After a successful transseptal puncture, a guidewire was placed in the upper pulmonary vein. Prior to advancing the pigtail catheter, the patient¿s systolic blood pressure dropped to 60. An echocardiogram was performed and showed a pericardial effusion. A pericardiocentesis was performed and they removed 1000ml of blood. The patient¿s blood pressure returned to a normal level. No watchman components were introduced into the patient. The patient woke up and was transferred to the intensive care unit (ICU) for observation. The patient is currently in stable condition.